Event description:
Five pt samples with discrepant bicarbonate results. Initial result gave 33.3 mmol/l; repeat gave 26.4 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a bad bottle of calibrator. The user performed recalibration. The field service representative also performed scheduled maintenance. Performance tests were performed.

Event description:
Five pt samples with discrepant bicarbonate results. Initial result gave 34.9 mmol/l; repeat gave 27.4 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a bad bottle of calibrator. The user performed recalibration. The field service representative also performed scheduled maintenance. Performance tests were performed.

Event description:
Five pt samples with discrepant bicarbonate results. Initial result gave 34.9 mmol/l; repeat gave 26.6 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a bad bottle of calibrator. The user performed recalibration. The field service representative also performed scheduled maintenance. Performance tests were performed.

Event description:
Five pt samples with discrepant bicarbonate results. Initial result gave 29.3 mmol/l; repeat gave 22.7 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a bad bottle of calibrator. The user performed recalibration. The field service representative also performed scheduled maintenance. Performance tests were performed.

Event description:
Five pt samples with discrepant bicarbonate results. Initial result gave 22.8 mmol/l; repeat gave 17.4 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a bad bottle of calibrator. The user performed recalibration. The field service representative also performed scheduled maintenance. Performance tests were performed.